Event description:
A customer reported repeated occlusions during a cataract extraction procedure. The handpiece was replaced, however, a system message displayed. The customer called technical support and a second replacement handpiece was used and the doctor's settings were reset to resolve the issue. The case was completed following a 15 to 20 minute delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).